Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6), stimulation adjustment was performed by the hospital staff, and the condition was good on that day; however, on the following day, saturday, while the patient went for a walk and was walking normally, the voltage suddenly increased, severe pain ran through the left leg, and the patient fell. The patient braced with the arm, and pain in the arm has now begun to appear. Although adaptive stimulation was being used, it was reported that severe pain did not occur at the timing of a posture change but rather while simply walking. When the stimulation intensity was checked, it was at a considerably high value; therefore, it was stated that, due to fear, stimulation is currently being kept off. It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the settings changes were made by the healthcare professional; there were no unexpected changes.